Event description:
It was reported that pump displayed malfunction alarm identified as malf 9 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted caller in successfully resetting pump, confirmed that malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if issue returned, which caller understood and acknowledged.